Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. She experienced excruciating pain after the procedure done. She also had cramps that lasted over 3 months after the procedure and had to take pills on a regular basis. Before essure she was healthy and never had any problems. Within the last year she has had constant headaches, chronic fatigue, brain fog, joint pain; bleed for months at a time, sharp stabbing pains in her side which caused her to miss days from work because of the pain. Getting essure was one of the worst mistakes she has ever made. She was at home recovering from a hysterectomy. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and presented sharp stabbing pains in her side and bled for months at time. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. In this case, she experienced excruciating pain soon after the procedure, also had cramps that lasted over 3 months after the insertion and within the previous year she has had bleeding for months at a time and sharp stabbing pains in her side. Then, she underwent an hysterectomy. Given their nature and compatible temporal relationship, the reported events are assessed as related to essure use and since an intervention was required (hysterectomy) this case is regarded as incident. No further follow up will be actively perused, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information (legal claim) received on 12-jul-2016: this case is considered potential legal from this date forward. It was reported the plaintiff had essure implanted on (B)(6) 2013 and after being implanted she suffered from severe and permanent injuries. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and presented sharp stabbing pains in her side and bled for months at time. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. In this case, she experienced excruciating pain soon after the procedure, also had cramps that lasted over 3 months after the insertion and within the previous year she has had bleeding for months at a time and sharp stabbing pains in her side. Then, she underwent an hysterectomy. Given their nature and compatible temporal relationship, the reported events are assessed as related to essure use and since an intervention was required (hysterectomy) this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and presented sharp stabbing pains in her side and bled for months at time. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. In this case, she experienced excruciating pain soon after the procedure, also had cramps that lasted over 3 months after the insertion and within the previous year she has had bleeding for months at a time and sharp stabbing pains in her side. Then, she underwent an hysterectomy. Given their nature and compatible temporal relationship, the reported events are assessed as related to essure use and since an intervention was required (hysterectomy) this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.